Manufacturer narrative:
The product has been requested for evaluation however it has not yet been received. Due to the serial number not being known we were unable to review the device history records. The investigation is ongoing.

Event description:
One day after a patient received a thermage treatment to the face and neck, several spots which appear like blisters (approximately twenty seven) appeared over the face and neck. The patient was prescribed an ointment.

Manufacturer narrative:
The treatment tip was not available for return after the procedure. The datacard was returned for evaluation. The datacard showed the following errors occurred during treatment: qty: ui error code - description: 10 - 76 - tip lifted/tilted during rf on, 7 - 109 - rf delivery efficiency error (phase), 5 - 131 - underforce during rf on, 6 - 132 - underforce during post cool, 4 - 133 - underforce during rewarm, 1 - 134 - hp button released during pre-cool, 4 - 135 - hp button released during rf, 4 - 138 - temperature limit exceeded, 5 - 211 - force too high when button pushed. Warning: failure to maintain constant force until the tone ends (until the end of post cool state) can result in an unsafe condition. Warning: the treated area is at or above 40 degrees c. Failure to slow treatment speed and/or continuing to treat the same treatment area consecutively can result in unsafe condition. Error indicates a recoverable problem that requires operator intervention. If the error occurs during an rf treatment, the rf delivery will be stopped, then a post-cooling step will be completed prior to generating an ¿error tone¿ and displaying the event code and event message. After the error tone, the system will transition into action required mode and will display text with instructions for the operator indicating what action may be required to resolve the issue. According to thermage cpt system technical user¿s manual (p009240-04 rev. A) burns, blisters, scabbing, and scarring are known possible patient reaction to thermage treatment. The procedure may produce heating in the upper layers of the skin, causing burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. Evaluation of the datacard found no issues with the system. The datacard showed technique issues occurred during treatment that could have resulted in unsafe conditions. Based on the available information, burns, blisters, scabbing, and scarring are known possible adverse patient reactions to thermage treatment. Customer has not responded to multiple follow up regarding status of patient.